Event description:
It was reported that the patient had lost weight over the past year or so and the implantable neurostimulator (ins) had gradually began to move and was ¿flopping¿ around causing them pain. Due to the ins moving around the patient had a revision surgery three weeks prior to the report to ¿adjust the location¿ of the ins.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID neu_recharger_acc, serial# unknown, product type: recharger; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).